Event description:
It was reported that the patient implanted with this tactra penile prosthesis experienced erosion of cavernosa by the left cylinder. A surgical procedure was performed wherein the existing device was explanted and replaced with an inflatable penile prosthesis (ipp) at the request of the patient. No further patient complications were reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. Corrected b5: describe event or problem. Corrected g1: manufacturing site information. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that there was erosion on the left side where the malleable penile prosthesis (mpp) was located. The patient also wanted to go to an inflatable penile prosthesis (ipp) implant device, and the physician removed and replaced the device through replacement surgery, and there were no further signs or symptoms reported.